Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Main case tamper seal was punctured. Plunger case tamper seal was removed. Top case was cracked at front left corners. Right plunger case was cracked at top surface. System failure: force sensor test error was found in device's event history log. The technician performed "power-on self test". The reported issue was duplicated. The root case of the reported issue was found to be torn force sensor cable as a result of the customer's improper disassembly or reassembly of the plunger head. Replaced force sensor due to ribbon torn off of part.

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.